Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported balloon material rupture was unable to be confirmed; however, there was noted inner member damage/leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced over the guide wire interaction with the tip of the guide wire resulted in the noted tear in the inner member, thus as the compromised device was inflated resulted in the reported material rupture/noted inner member tear/leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending artery. The 3.0 x 18 mm xience alpine stent delivery system was advanced to the target lesion and the balloon was inflated to nominal pressure to deploy the stent; however, a pinhole leak was suspected when they began to lose pressure on the inflation device. The balloon was inflated quickly and to higher pressure, but below rated burst pressure, in order to deploy the stent; however, a balloon rupture occurred. The stent was fully deployed and was well apposed to the vessel wall. There were no adverse patient effects and no clinically significant delay. No additional information was provided.